Manufacturer narrative:
(B)(4). .

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with serial number (B)(6). However , a transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. A review of the share logs was performed and signal loss for serail number (B)(6) was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).